Event description:
The patient noted leaking and called the nurse. The nurse found the catheter had been cut and the catheter fragment was within the vein. Surgical intervention was initiated to successfully remove the catheter fragment.